Manufacturer narrative:
The gas blender system 25-40-00 is not distributed in the USA, but it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the s3 gas blender system. The incident occurred in (B)(6). The unit was returned to livanova (B)(4) for further investigation. The described error could be reproduced and the root cause could be traced back to defective mass flow controller for air, mass flow controller for o2 and mass flow controller for co2 and therefore the defective parts mass flow controller for air, mass flow controller for o2 and mass flow controller for co2 have been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Liva nova (B)(4) received a report that the s3 gas blender system displayed an error message and alarmed during in-service. There was no patient involvement.